Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2019 with blood glucose of over 600 mg/dl. The customer experienced nausea and vomiting as a result of hyperglycemia. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was using auto mode feature at the time of high blood glucose event. Customer was treated with insulin drip at hospital. Based on customer report customer does not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.